Event description:
Reportable based on analysis competed on (B)(6) 2011. It was reported that during a percutaneous coronary interventional procedure a no cross occurred. Access was gained through the femoral artery. The eccentric, de novo lesion being treated was located in the moderately calcified and severely tortuous distal left anterior descending artery. There was significant lesion bend between 45 to 90 degrees. Predilation was completed with a 1.5x15mm apex push balloon. The 2.25x16mm promus element drug eluting stent was advanced to the target lesion a couple of times when the device was unable to cross the lesion. The procedure was completed with a 2.25x12mm promus element. There were no patient complications reported and the patient status is stable. Upon analysis of the device it was noted that there was stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. A visual and microscopic examination of the device found the device was returned with distal stent damage. A number of strut rows at the distal end of the stent were raised and misaligned. There were also kinks identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).